Event description:
C-cc-dc - kit components damaged or out of spec; it was reported that during an emergency case one of the needles in the kit broke off and into the patient. The needle was able to be retrieved and there were no patient complications. Sending device for evaluation.